Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed since the sample was not available for evaluation. The exact root cause cannot be determined. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when they attempted to deploy the second angio-seal device, it kinked at the arteriotomy. The angio-seal was removed, and manual pressure was applied. The patient was in stable condition and the procedure outcome was good. There were no other devices or equipment used with the reported product. Additional information was received on 05oct2021. There were two angio-seal devices used on the same patient/procedure. The procedure was a diagnostic left heart catheterization via the right (rt) groin. A 6fr procedural sheath was used. Both the dilator and sheath kinked during insertion of angio-seal device. There was no tortuous anatomy at insertion site. There was an angiogram performed after the 6f sheath was placed. The doctor stated that he believes there was possibly some calcification at the insertion site. He also said he believes there was no issue with the angio-seal device.